Manufacturer narrative:
H10: two hundred thirty-four (234) samples were received for evaluation in unused condition inside closed pouches. The other five hundred thirty-six samples were not received and therefore, could not be evaluated. A visual inspection with the naked eye was performed using a standard chart per specifications, which did not identify the presence of black dots, dimension greater than 0.30mm2. The reported condition was not verified. The samples were within specifications. As there is no breach in the sterile pathway, there is no risk of contamination and/or infection of the patient. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were black spots observed in seven hundred seventy (770) minicap transfer sets. This was observed before use of the devices for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.